Manufacturer narrative:
Date of birth: 1934. Ethnicity: german. Explanted date - device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that angio-seal device was used according to the instructions for use (IFU), hemostasis was achieved, and the patient was brought back to her room. At that time the patient was stable. The next day, bleeding occurred, and patient died due to a hemorrhagic shock. Additional information was received on (B)(6) 2022: the procedure for the patient prior to the use of the angio-seal closure device was a coronary angiography. Hemostasis was achieved with the device. The patient was stable leaving the cath lab, surgery was the next day. A 6fr procedural sheath was used. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram performed. There were no issues with insertion, deployment, or withdrawal of the device. No blood loss occurred directly in cath lab, bleeding occurred the next day and the estimated blood loss was more than 250cc. A hematoma was present one day later. This was a left femoral artery puncture. The patient's hospitalization was extended due to the event. The required surgical intervention due to the event was a cut down to the common femoral artery (cfa). Computed tomography (CT) and an ultrasound were performed to diagnose the bleed. The patient received a blood transfusion of 8 units. There were no multiple sticks or high sticks performed, and the posterior wall was not punctured. The patient was in stable condition leaving the cath lab. Additional information provided by the product manager on (B)(6) 2022: access was good, no problems with puncture, no complications during coronary intervention. Timeline of events: (B)(6) 2022: blood occurred in bowel movement for the first time. (B)(6) 2022: coronary angiography (9 am), nose bleeding (4 pm), needed to be treated surgically, didn´t stop by itself. (B)(6) 2022: post angio-sonography showed no complications (10 am), a hematoma occurred in the groin (7 pm), vascular surgery informed, they did a cut down (nearly at 8 pm), bleeding was stopped, 8 units of blood transfusion, patient was brought to the intensive care unit on ventilation, circuit could not be stabilized over the night, patient died on (B)(6) 2022, reason: exitus letalis.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The sample was not available for investigation. A cd with the angiogram of the puncture location was returned. The contents were reviewed with the chief medical officer for inputs. Only one shot of the common femoral artery was included with the sheath in place and the exact location of the puncture site is unable to be determined. The complaint cannot be confirmed for the for the alleged adverse event caused by the device. The patient was a high risk for bleeding due to the age and the nature of the procedure and the anticoagulants used. The device history record (DHR) was unable to be reviewed in the absence of lot number. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea)/hazard based risk table (hbrt).